Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing location: supplier - (B)(4). Packaged by: (B)(4). Manufacturing date: 14-apr-2015, part #: 03.632.002, lot#: 7659310 (non-sterile) - t25 stardrive shaft f/matrix standard. Ncr no: (B)(4) was released on (B)(6) 2014 for an "unevenly faded" etch. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. As the complaint condition is not related to an etch, the ncr is not relevant to the observed failure mode. Subject device has been received and investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that the tip of a t25 stardrive screwdriver shaft (03.632.002 lot 7659310 mfg 14-apr-2015) broke intraoperatively. The procedure was delayed five minutes. The returned driver was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken and missing a segment (approximately 4.6mm diameter and 5mm high ¿ calipers ca94). No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the surgery the tip of the screwdriver was broken. The surgery was prolonged by five minutes. This is report 1 of 1 for (B)(4).